Event description:
It is reported that the pt was revised due to pain and loosening. The tibial component came out clean with no cement adherence.

Manufacturer narrative:
This report will be amended when our investigation is complete.